Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 369 mg/dl. The customer's wife stated that patient had several days of nausea and vomiting. The customer's wife is going back to self- injections of humalog and lantus at night. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 369 mg/dl. The customer stated that husband had surgery on his foot. The customer cause of emergency room visit was foot infection and nausea and vomiting. The customer was treated with antibiotics, anti-nausea medication and insulin drip. The customer's wife declined to continue troubleshooting because she did not know the patient pump settings and needs to speak with his representatives.